Event description:
It was reported that the endoflator failed during a case on (B)(6) 2025, - it gave error code "321: sensor deviation" while the surgeon was trying to insufflate during a case. Biomed ran the flow calibration and verification in the service mode for the unit, but it failed both, stating that the cs flow was out of range. No negative impact in state of health reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).